Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during endoscopic total gastrectomy, the device¿s jaws locked on tissue while being applied on duodenum. The device was removed from tissue by using a small hook to return to the cartridge. The incision was extended but not more than 1 inch. There was no injury caused to the patient and no medical intervention was required.